Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the following survey responses: the scope was cleaned and disinfected prior to being sent for repair. Was there a malfunction of reprocessing accessories marked as ¿unknown¿. It is ¿unknown¿ if there was any delay of pre-cleaning. It is marked ¿unknown¿ if the insertion section was wiped. The indicated ¿yes¿ the presoaked the endoscope in detergent solution. The customer wiped/brushed the insertion section with clean lint free cloth, brush, or sponge. No further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be specified the cause of the unidentified foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the obtained information. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the IFU sections: - the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus the evis lucera elite colonovideoscope was used with a reprocessing device that could not drain water sufficiently when replacing the water filter. The user facility had 70 units in total. Regarding the tube attachment, the person in charge at the facility confirmed there were no problems with the procedure and the situation after the water filters were not replaced every month and it operated for about half a year. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The reprocessed scope was used in a case with a reprocesser where the water filter was not replaced on the recommended replacement date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related patient identifiers: 70. (B)(6).